Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted radical cystectomy laparoscopic procedure, during ureter mobilization, the bipolar fe nestrated grasper (bfg) experienced instrument breakage in which a white component of the jaw and associated cable were reported to be broken. A component was reported to have fallen into the patient cavity and was retrieved using an maryland forceps in accordance with the broken instrument guidelines. The instrument was removed and replaced with a new bfg. There was no injury to the patient.